Event description:
Procedure type: lap chole. According to the reporter: the second day after surgery the patient released bile through drainage, so the surgeon decided to make an interventional gastroscopy where he saw that there were two clips loose at choledochal level. He placed a prosthesis in order to close the choledochal fistula.

Manufacturer narrative:
(B)(4).